Event description:
It was reported that four er320's were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the three er320's were broken even before surgery, and another broke and dropped into the pt abdominal cavity. The case was then converted to an open procedure.